Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device location of device: on top of uterus") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), cyst ("cysts"), pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (surgery to remove the essure implant/total hysterectomy (uterus and cervix removed) and surgery (ablation). Essure was removed in 2016. At the time of the report, the device dislocation, menorrhagia, endometriosis, cyst, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered cyst, device dislocation, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. New reporters and reporter information added. Plaintiff demography added. Product indication added. Events added: abnormal bleeding (menorrhagia), abnormal bleeding (vaginal) and migration of essure device location of device: on top of uterus clubbed to previous events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant / migration of essure device location of device: on top of uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2009, gravida I, thyroid disorder, arthritis, urine incontinence and endocervicitis. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), endometriosis ("endometriosis"), cyst ("cysts"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), mental disorder ("psych injury"), migraine ("migraine"), headache ("headaches") and visual impairment ("vision problems"). The patient was treated with surgery (ablation and total abdominal hysterectomy / bilateral salpingo-oophorectomy, bladder cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, endometriosis, cyst, pelvic pain, abdominal pain, mental disorder, migraine, headache and visual impairment outcome was unknown. The reporter considered abdominal pain, cyst, device dislocation, endometriosis, headache, menorrhagia, mental disorder, migraine, pelvic pain, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (discrepancy noted) date(s) of removal (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: endometriosis, pelvic pain, cyst. Most recent follow-up information incorporated above includes: on 22-nov-2019: pps received- new event abdominal pain, psych injury, migraine, headaches, vision problems were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), cyst ("cysts") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in 2016. At the time of the report, the device dislocation, endometriosis, cyst and pelvic pain outcome was unknown. The reporter considered cyst, device dislocation, endometriosis and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.